Manufacturer narrative:
It was reported to philips that the device's touchscreen intermittently goes out of calibration. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The distributor evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the touchscreen assembly needed to be replaced to return the device to working condition. The distributor replaced the touchscreen assembly to resolve the issue and bring the device back to functionality. Operational testing was conducted, and the device passed all required testing.

Manufacturer narrative:
Date of report: 16aug2021. (B)(6). (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
It was reported to philips that the device had a touchscreen failure. Clinical usage is currently unknown but requests for further information have been made. There is no report of patient or user harm.